Event description:
It was reported that pump experienced malfunction code 16 with no notable events prior to the issue and pump could not be reset. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, instructed customer to place malfunctioning pump in storage mode, and advised customer to return pump within 10 days and to reprogram pump settings and reconnect continuous glucose monitor on replacement device.